Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). The patient reported they noticed the controller has been in a different language, and then for the last 3 days they have not been able to charge or use the controller. The controller only shows the lock screen and the connect the recharger screen. The patient reported that when they plugged in to ac power supply, the light on controller doesn't flash. The patient reported that they tried resetting previously, but that did not help. The patient tried unlocking screen and got the ¿connect the recharger screen¿. After plugging rtm in, the screen did not change and after pressing the "x" on the screen, the controller went back to the lock screen. Patient services had the patient reset the controller and after reset, the controller was doing the same thing. The patient reported that the ins was not helping with the pain right now because of the controller issues so they can't charge ins or use controller with ins.